Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) ((B)(4)) alleging that her onetouch ultra easy meter was reading inaccurately low. The customer service representative (csr) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2014 at an unknown time. She tested on the subject meter and observed a value of ¿69mg/dl.¿ she also tested on her neighbor¿s meter and observed a value of ¿320mg/dl¿ performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes an unknown type and dose of insulin and is a self-adjuster. She denied making any changes to her usual diabetes management routine in response to the alleged issue. Although the patient did not report any symptoms of high or low blood glucose, she claimed she was hospitalized on the same day the issue occurred, due to the result obtained on the subject device. While in the hospital, it is not known what the patient¿s blood glucose was. The patient reported that she was treated with insulin every hour by a healthcare professional. It is not known how long the patient was in the hospital for. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the testing procedure was correct. A control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported based on the indication that the patient experienced a ¿high blood glucose excursion¿ that required treatment by an hcp and the subject meter could not be ruled out as a cause or contributor to the event.